Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the patient with this pacemaker device experienced symptoms of discomfort at the left anterior chest wall. After a long discussion with the physician, the patient was insistent that the device be removed. The pacemaker was explanted. No additional adverse patient effects were reported.